Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed and did not reveal any evidence of defect, damage or contamination. Investigation was unable to confirm or duplicate the complaint.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the up arrow and down arrow keypad buttons were unresponsive. The patient reported not being able to move past the verify screen after rebooting the pump due to the unresponsive keypad buttons. The patient denied damage or moisture to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.